Event description:
Device malfunction: stent jumped. Time of malfunction: during the procedure. Symptoms/ae: stent implanted above target lesion. It was reported that during a right internal carotid artery stenting procedure, during deployment, the rx acculink stent jumped forward, reportedly due to vessel tortuosity, and did not cover the entire lesion. Another rx acculink stent was implanted to completely cover the lesion. There was no adverse patient sequela. No additional information was provided. Study event.

Manufacturer narrative:
Evaluation summary: the stent remains in the patient's body; therefore, device investigation could not be performed. Stent jumping can be affected by numerous factors including, but not limited to, vessel diameter which could have been larger than the stent, the stent not apposing the vessel wall when the stent is fully deployed, inadvertent movement of the handle during deployment, or not optimal positioning of the stent prior to deployment. No evidence of a device quality issue was found. Review of the device lot history record found no nonconformance associated with this lot that may have contributed to this event. The root cause for the inaccurate delivery of the stent could be attributed to operational context; as reported, the stent jumped forward due to vessel tortuosity.